Event description:
During testing, a failure code 403:317:864:0000 was found in the device's event history. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and pt injury had been reported.